Manufacturer narrative:
The product was not returned no physical analysis could be performed. The device history record (DHR) could not be performed. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available, the device was not returned and there is no sufficient information to determine the cause contributing to the reported issue. An evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during the convective radiofrequency water vapor thermal therapy procedure the luer lock on the device syringe broke off while attempting to attach spike adaptor to the syringe. The procedure was cancelled. There was no clinical consequences to the patient.

Manufacturer narrative:
The product was not returned so no physical analysis could be performed. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential causes and controls for complaints related to the clinical event were identified. Based on the information available, an evaluation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirements of the reportable event for the device in question.

Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy procedure the luer lock on the device syringe broke off while attempting to attach spike adaptor to the syringe. The procedure was cancelled. There was no clinical consequences to the patient. It was noted that the error occurred during device setup and prior to the patient being in the room.